Event description:
It was reported that outside of surgery after sterilization, the unit would not work. During product evaluation, it was found that the motor speeds were not stable. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were not stable and the motor was corroded, the cable was damaged, the reciprocating arm, screws, and bearings were worn, and the control bar was out of position. The motor, plug harness, reciprocating arm, screws, and bearings were replaced, and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: poland